Event description:
The fse reported that the system would not boot up because the interconnect cable could not be connected. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and repaired 4 guide pins in the interconnect cable connector. The system operates as intended.